Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Root cause: the probable cause of the reported "value is out of range" error was the incorrect setup for rate calibration. The customer was using a regular administration set instead of the required rate calibration set (8100-rcs). Tech support advised the customer to redo the calibration using the correct set to resolve the issue.

Event description:
It was reported that the device had value is out of range. There was no patient involvement.